Event description:
Factory analysis of the returned power management pcb board revealed a diode failure that resulted in the reported power issue.

Manufacturer narrative:
Supplemental report

Event description:
During preventive maintenance service, the manufacturers service engineer reported the ventilator would not operate with ac power. The service engineer replaced the power management pcb board to address the finding.